Manufacturer narrative:
This report is for an unknown titanium plate fixation system / unknown quantity / unknown lot. Additional device product code: hwc. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, wang, w. And wang, s. (2016). Titanium plate fixation versus conventional approach in the treatment of deep sternal wound infection. Journal of cardiothoracic surgery, 11, 46. The authors compared the effectiveness of synthes titanium plate fixation versus conventional approach of sternal debridement and rewiring (control group) to treat deep sternal wound infection (dswi) post cardiac surgery. The authors analyzed retrospective data from consecutive patients treated in the sternal plate group from november 2008 to july 2013 versus the control group who were treated from january 2006 to october 2008. A total of 36 patients (mean age 65.0 ± 8.6, 63.9 percent male) were in the sternal plate group; 26 patients (mean age 64.0 ± 13.4, 65.4 percent male) were in the control group. The mean follow-up period was 15.92 months. Results from the sternal plate group included multiple debridements (5.6 percent); recurrent superficial sternal infection in five patients, two of whom underwent plate removal and achieved improved quality of life with lack of pain and breathing distress. This is report 1 of 1 for (B)(4). This report is for unknown titanium plate fixation system.